Manufacturer narrative:
An event of one retainer tab of the valve experiencing difficulty separating from the delivery system was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that there sufficient calcium to allow anchoring of the device, there was no tension in the delivery system at the time of final deployment, the patient did not have a horizontal aorta, there were no issues loading the valve, and multiple manipulations were not required to transverse the aortic arch and reach the annulus. Based on all available information, a cause for the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6)2023, a 23mm navitor valve was chosen for implant using a small flexnav delivery system. During procedure, the navitor valve was prepared and loaded into the delivery system as per instructions for use (IFU). At full deployment, one retainer tab remained attached and the physician waited for approximately one minute for it to detach before moving the delivery system slightly in order to disconnect it. When the retainer tab released, it appeared to be stuck in the valve capsule. The physician checked that in a number of fluoroscopic views before attempting to maneuver the delivery system in order to release the retainer tab. The physician waiting approximately 2 minutes. Then they gently pulled the guidewire back slightly maintaining catheter position before slightly rotating the delivery system. Finally, the retainer tab appeared to be free from the valve capsule, and the delivery system was successfully removed. The procedure was slightly prolonged. The patient remained stable throughout the procedure. The patient was reported as stable.